Event description:
It was reported that the patient's self-conducted ventricular rhythm accelerated from the vt zone to the vf zone after anti- tachycardia pacing (atp) therapy was applied. The cardiac resynchronization therapy defibrillator (crt-d) device then delivered a shock. The device also exhibited high out of range shock impedance measurements, measuring at 150 ohms on the ventricular channel. It was noted that the lead had several issues with coil conductor as there was a lot of lvsi value at and above 150 ohms since many years. The plan was to have this lead replaced soon and the device currently remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).